Event description:
It was reported that the device had possible premature battery depletion. The device was explanted and replaced. No furhter patient complications were reported as a result of this event.

Event description:
It was reported that during a vats lobectomy procedure, the trocar sleeve tore/broke unexpectedly when it was being used on patients. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Sleeve. The analysis results of device (a) found that it was received with the sleeve cannula broken and cracked. However, no conclusion could be reached as to what may have caused the found condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The analysis results of device (b) found that it was received with the sleeve cannula broken and cracked. However, no conclusion could be reached as to what may have caused the found condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.